Event description:
The customer reported that a video signal error message displayed on the system and the arch was clattering. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a false contact on the pcb digitizer ipc. The system was repaired, found to be operating as intended, and released to the customer for use.